Manufacturer narrative:
H2, h3, h6: the returned mvs interface was analyzed. No failures were found. Previously reported code b01 is applicable, as are codes c19, and d14. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that 3d spins would "all of a sudden" not save. It was confirmed that the reference frame and tracker were visible on the navigation tracker view. The local representative (rep) asked the customer to use their other imaging system and not to use this imaging system until they could get there to inspect it. The rep attended and initially acquired a number of 2d and 3d scans but could not reproduce issue. The rep checked logs on the mobile viewing station (mvs) and found references to "the mvs does not appear to be capturing frames. Possible sources of error are the following: the paxscan-to-iportlvds cable, the systemboard-to-iport gating cable, and the umbilical cable/connection", "too many frames have been dropped. Frames were dropped prior to acquiring at least two recent frames.", "slow mvs frame acquisition detected." There was no patient involved. Additional information was received. It was reported that the images would not save as insufficient frames were collected due to network cable being degraded. Additional information was received. It was reported that this issue occurred during a t3-l3 fusion procedure. Imaging was aborted. There was no reported delay to the procedure. There was no reported impact to the patient.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000475, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This event took place in (B)(6). A medtronic representative visited the to evaluate the equipment. Hardware parts were replaced. (B)(4). If information is provided in the future, a supplemental report will be issued.